Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 49 months ago. Aneurysm and vessel morphology at the time of implant was not reported. Currently, the aortic neck is reversed-tapered measuring 22 mm in diameter at the level of the renal arteries and enlarges to 30 mm distally. The right iliac is 22 mm at the edge of the aneurx limb and is 16mm distally. It was reported that the patient was asymptomatic for the aaa, but has presented emergently with a thoracic dissection and thoracic leak. The bifurcated stent graft is currently 15 mm below the renal arteries, but is sealed against the vessel; the stent graft may have been placed 15 mm below at the time of implant; therefore, migration is inconclusive. There is also a distal type 1 endoleak on the ipsilateral/right side where the iliac enlarges at the level of the limb. Two aortic cuffs were implanted proximally and 1 iliac extension was placed on the right side. The final angiogram showed no endoleak and the re-intervention was successful. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Intervention was required. Type 1, post index procedure. Results: endoleak; reverse tapered aortic neck. Conclusions: reverse tapered aortic neck.